Event description:
A surgeon reported a pt with a misaligned intraocular lens (iol) following implant surgery. The surgeon stated it was due to the pt's "bad" pseudoexfoliation and weak zonules. In a follow-up, the surgeon reported that the device did not cause/contribute to the event and believes that there was excess postoperative capsular contraction facilitated by the zonular laxity secondary to the pt's pseudoexfoliation syndrome. The surgeon reported an attempt was made to rotate the iol during a secondary procedure, but it was unsuccessful due to severe zonular laxity.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. Investigation has been completed based on current info. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).